Event description:
It was reported that the patient reports that she has little access to sound. The audio processor (B)(4) was checked and is working well with maximum gain. It is possible to see that the patient can hear at 1 khz 100 db. Her bone conduction is worse than before implant surgery and her free field is worse than previously.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: the complaint has been closed out as there is no information about a potential date for surgery. The complaint will be reopened as and when the patient undergoes surgery and the device is received for investigation. Currently available information indicates that the patient is most likely no longer within the indication criteria for the vibrant soundbridge.